Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom as made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted into the arm on (B)(6) 2017. The patient was sleeping and woke up vomiting. The patient's mother took a finger stick reading and the patient's blood glucose (bg) reading was 441mg/dl. The patient's mother took the patient to the hospital. The patient was treated with intravenous (IV) fluid therapy and an insulin IV. The patient was admitted to the hospital overnight for observation. At the time of contact, the patient was recovering and was still on IV therapy. Data was provided for review; however, inaccurate cgm values could not be found. A root cause could not be determined via data. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile